Manufacturer narrative:
(B)(4).

Event description:
An 'idiopathic" (B)(4) catheter fracture was reported. The pt experienced no adverse reaction to the fracture. The catheter fractured distal to the connection between the proximal and distal segments. The catheter was repaired on (B)(6) 2011 and replaced with an (B)(4) catheter. The pt's outcome was not reported. Add'l info has been requested, but was not available as of the date of this report.